Event description:
On (B)(6) 2015, the patient underwent endovascular repair of a right common iliac aneurysm using gore® excluder® aaa endoprostheses. A trunk was implanted on the left side and a contralateral leg and an iliac extender components were implanted on the right side. The right internal iliac artery was intentionally covered by the iliac extender. It was reported that the distal end of the pxl landed at the curve in the external iliac artery. No calcification or thrombosis was reported. On (B)(6) 2015, the occlusion of the right limb was observed. It was reported that the patient's right external iliac artery kinked at the distal end of the pxl, and the thrombus formed in the pxl due to pooled blood flow. On (B)(6) 2015, thrombectomy was performed and a metallic stent was implanted in the external iliac artery. The blood flow in the right limb restored, and the patient tolerated the procedure. The patient¿s weight, dob and medical history were not available.

Manufacturer narrative:
Corrected the date of event.

Manufacturer narrative:
Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to thrombus and device occlusion. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.